Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular (rv) lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) lead. An rv lead replacement procedure is anticipated. The patient was stable and will continue to be monitored.